Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation of the device revealed multiple episodes of false pause events recorded on their implantable cardiac monitor. The device was reprogrammed to address the undersensing. The patient was in stable condition.